Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported remains unknown.

Event description:
During a tavr procedure, a pericardial effusion resulting in cardiac tamponade requiring pericardiocentesis. With the catheter in place, the patient was temporarily primed while the aortic valve was released. The patient became hypotensive, and the pericardial effusion was seen on fluoroscopy on the right ventricular surface. The patient was subsequently sent to the surgery department for thoracotomy and a pericardiocentesis. It was confirmed that the coronary artery perforation had occurred in the right ventricle where the temporary pulse electrode was placed. It is alleged that the temporary pacing electrode was too hard and caused myocardial perforation and pericardial tamponade during use. The patient is now stable.